Event description:
The customer stated the display panel used with their central pt monitoring system was not functional. There were no adverse events reported.

Manufacturer narrative:
No eval necessary. The reported symptom is consistent with previously investigated failures of this device component. The customer does not plan on returning the item to welch allyn. The display panel was not made by welch allyn; it is an off-the-shelf commercial item made by viewsonic. It was sold by welch allyn as a component of the acuity central monitoring system.